Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 14 events were originally reported for this failure mode during the reporting quarter; however, - 13 events were inadvertently excluded. - 27 reported events are included in this follow-up record. Product return status 13 devices had investigation types that have not yet been determined. 14 devices were evaluated in the field. Additional information 27 devices were not labeled for single-use. 27 devices were not reprocessed or reused.

Event description:
This report summarizes 27 events for the failure: flaked. - 27 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 14 events were reported for this quarter. Product return status 14 devices were evaluated in the field. Additional information 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 events for the failure: flaked. - 14 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 24 events for the failure: flaked. 24 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99012. Supplemental rationale: corrected data: b5, h1, h6, h11. 27 events were previously reported during the reporting quarter: however, 3 events were reported in error. - 24 previously reported events are included in this follow-up record. Product return status: 24 devices were evaluated in the field. Evaluation findings (results/components): 24 devices: material and/or chemical problem identified / coating material. Product disposition: 24 devices: scrapped by stryker.